Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving inappropriate atp therapy for a bigeminal rhythm being misdiagnosed as ventricular fibrillation. Programming changes were recommended and patient will be monitored.